Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The top and bottom housings were observed to be cracked. No corrosive residue was observed on the cracks. The exact cause and time of the housing damages could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level was ¿high¿ while wearing the pod between 4 and 24 hours. The patient mentioned they noticed insulin leaking from the pod site on their arm. As treatment a new pod was activated. No actual bgs were mentioned however, the patient stated, ¿they are usually around the 600 mg/dl when the pod gives a ¿high¿ message."